Event description:
It was reported that the patient experienced hyperglycemia after lunch despite making a meal announcement, with a highest blood glucose of 313 mg/dl and approximately one hour above 180 mg/dl; during troubleshooting it was discovered that the ilet device contained an incorrect patient weight of 95 lb instead of 184 lb, which was corrected, after which cgm values began to decline to 269 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included guided review of device settings and correction of the weight parameter. Investigation of this case revealed that the device was functioning and that an incorrect user-entered weight likely contributed to elevated glucose, with improvement noted after correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user input error contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.